Manufacturer narrative:
UDI: (B)(4). Investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that start/stop button does not work. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded, it was sticky and does not running constantly. Further, the button was not functioning, the protective earth resistance and the values of the keypad were out of range. The motor, motor cable and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. Additionally, when the resistance values of the keypad and cable are out of range, the keypad of the device may not respond, therefore is a potential root cause which could impact the functionality of the device causing it not to function as intended. However, we cannot determine what caused the out of tolerance failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/05/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown procedure on an unknown date, it was observed that the start/stop button on the micro tornado hp w hand-control device was not working. During in-house engineering evaluation, it was determined that the motor on the device was sticky and not running constantly was it was corroded. There were no adverse patient consequences reported. No additional information was provided.